Manufacturer narrative:
Additional information. The referenced pump exchange was reported under medwatch MFR report #2916596-2016-01284. The report of hemolysis and gastrointestinal bleeding, and their correlation with the device could not be conclusively determined. The patient remained ongoing on pump support until receiving a pump exchange on (B)(6) 2016. The instructions for use lists hemolysis and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information was received stating that the patient was admitted on (B)(6) 2016 with elevated lactate dehydrogenase and plasma free hemoglobin levels. The patient was bridged with heparin and remained hospitalized until receiving a pump exchange on (B)(6) 2016 due to hemolysis.

Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 3 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2015 for suspected hemolysis. The patient had symptoms of hematuria, a lactate dehydrogenase (ldh) level of 2036 u/l, a plasma free hemoglobin level of 22 g/dl and heart failure signs and symptoms including shortness of air. At the time of admission, the patient's inr was 2.2. It was reported that the patient was compliant with inr monitoring and warfarin dosing. A ramp study performed on (B)(6) 2015 showed that the aortic valve remained closed and the patient's left ventricular internal end diastolic diameter was 6.4 cm. It was reported that the hematuria resolved and the patient was discharged on (B)(6) 2015 with an ldh of 642 u/l and a target inr of 3.0-3.5. Prior to (B)(6) 2015 admission, it was reported that the patient had gastrointestinal bleeding post operatively and was transfused. No further information was provided.